Event description:
It was reported that during set up / inspection for use the subject device was not getting any image up on the display. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Updated fields: b5, d8, d9, g1, g6, h2, h3, h4, h6, h11. In addition, the following reportable malfunctions were identified during the device evaluation: connectors with corrosion and contamination based on the results of the investigation, since the customer¿s allegation was not reproduced, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.